Manufacturer narrative:
(B)(4). D10-medical product: unknown oss tibia. Unknown oss articular surface. Unknown oss femoral stem. Unknown oss yoke. Unknown oss poly lock pin. Unknown oss tibial bushing. Unknown oss femoral bushing. Unknown oss axle. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: component code: proposed component (annex g) code is: - mechanical (g04) - femur.

Event description:
It was reported that a patient is being considered for revision to pmi product due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h6, and h11. D4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.